Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and cloudy fluid and was hospitalized. The cause of the event was unknown. On an unreported date, the patient began treatment with an intraperitoneal injection of vancomycin (1 gram) and an injection of zinacef (500milligram, twice daily) intravenously for peritonitis. The action taken with dianeal therapy was not reported. Patient outcome was unknown. No additional information is available.